Event description:
The service report shows the customer reported that the 840 ventilator had a vent inop condition. There was no pt involvement. Covidien troubleshot this issue with the customer over the phone and suggested the ventilator software be upgraded. Covidien was not authorized to evaluate the device at this time.

Manufacturer narrative:
(B)(4).